Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/08/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. Date of issue is an approximation. It was reported that the on day 2 after the sensor was inserted, the patient noticed a big bump formed at the sensor insertion site that was about 1-1.5cm round. The skin underneath the sensor adhesive patch was red, itchy, had pus and hurt. The patient stated that they called the doctor in regard to the skin reaction and the doctor advised the patient to come into the office if the reaction does not get better. The date of when the patient called the doctor is unknown. At the time of contact, the patient was doing well. No additional patient or event information is available.